Event description:
It was reported that during a remote follow up, undersensing was noted on the device. Abbott technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed. The patient was in stable condition.